Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to be removed from the catheter. The lv lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of a guidewire insertion issue was not confirmed. Final analysis found that as received a complete lead was returned for analysis. S-curve evaluation found it was within the product specification. Visual, x-ray and guidewire insertion tests of the lead did not find any anomalies.